Manufacturer narrative:
Device investigation narrative - two 72200082, disposable 5.5mm 180mm abrader burr returned. Both of the devices are used. The outer diameters of the inner blade surfaces have damage. This surface condition indicates excessive force was applied to the devices. Per IFU: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr was leaving metal debris in the patient. A backup device was available to complete the procedure following a short delay. No patient impact was reported.